Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data info regarding the reported diagnosis of peritonitis following the pt's peritoneal dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During a telephone call to technical support for a related issue, the pt alleged he had fibrin in his peritoneal dialysis effluent. The pt's peritoneal dialysis rn confirmed that he was diagnosed with peritonitis on (B)(6) 2013, 4 days after the call to technical support. The pt received antibiotics, was hospitalized and his peritoneal dialysis catheter was removed. He is now on hemodialysis. The peritoneal dialysis nurse states the peritonitis is allegedly attributed to the pt's advanced age, poor vision, and poor dexterity which led to a touch contamination. The device has not yet been returned to the manufacturer for investigation.